Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device. Analysis of the device memory indicated a full electrical reset. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported via a remote monitoring transmission that the device was in vvi65 mode. The patient was scheduled for a device changeout; however, prior to the procedure it was noted that the device had a power on reset (por). The por was cleared and the device was reprogrammed. The replacement procedure was cancelled and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4058m52 implantable pacing lead 1993-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.